Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of sterile certifications has confirmed that it is unlikely the device caused any patient infection. Radiographs were provided and reviewed by a health care professional. Review identified the stem had fractured. Significant findings include good distal fixation, unable to determine what lead to stem fracture, stem in neutral position with adequate support. DHR was reviewed and no discrepancies were found. The identified zimmer biomet devices were implanted with competitor devices and compatibility has not been confirmed. It is unknown if the off-label usage may have caused or contributed to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00223200418 item name cable cerclage cable withcrimp 1.8 mm dia. 635 mm length lot # 63330780. Item number unk shell item name unk shell lot #unk. Item number unk liner item name unk liner lot #unk. Item number 00999601735 item name femoral body -revision - nitrided -porous cementless12/14 neck taperstandard 40 mm neckoffset lot #u 63267124. Item number 00801802801 item name femoral head sterile product do not resterilize 12/14 taper lot # 62778820. Report source: (B)(6). The device will not be returned for analysis it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure 4 years post implantation due to implant breakage and infection. Attempts have been made and additional information on the reported event is unavailable at this time.